Event description:
An aneurx stent graft system was implanted along with another manufacturer's stent grafts in a patient, for endovascular treatment, of an abdominal aortic aneurysm, approximately 6 years ago. Vessel morphology is unknown. It was reported from another manufacturer that routine follow-ups showed no sign of endoleak, endotension, or aneurysm growth. It was reported 20 months ago a re-intervention of the stent grafts were performed for migration and type I endoleak resulting in a contained rupture of the aneurysm. The patient was fine post repair. It was reported 4 months post repair the patient expired due to respiratory failure, not related to the stent graft.

Manufacturer narrative:
Results: migration, endoleak. Lack of information. Conclusion: lack of information. Secondary intervention.